Event description:
During a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 10 atms on the first inflation. The maverick22 monorail balloon was removed and replaced with another balloon to successfully complete the procedure.